Event description:
A (B)(4) cusa 36khz handpiece (pool) unit had the tip alert sound and the system locked up during set-up for a tumor procedure. There was a 5-10 minute delay in the surgery, however it is unk if the pt was anesthetized. Add'l info has been requested. Add'l info was received on (B)(6) 2012: the pt was anesthetized and the craniotomy was in progress when the problem occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.